Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results and to provide additional information. Olympus received additional information from the user facility that state the patient¿s hemoculture tested negative for microbial growth; however, the mediasthenic fluid (fluids in the lung) cultured positive for streptococcus mitis and streptococcus anginosus. The patient was treated with antibiotics. The user facility has not reported the patient incidents to the aer manufacturer. According to the user facility, a maintenance/service request was placed on (B)(6) 2018 with the aer manufacturer. However, due to scheduling the facility¿s biomedical engineer inspected the aer and confirmed its specifications. The device was returned to olympus for evaluation. An olympus boroscope was used to perform a visual inspection on the returned device and found no signs of foreign material inside the scope¿s channels. A scratch mark was noted inside the channel from the bending section side. The distal end was inspected and found the scope¿s bending section cover overlapping. Further inspection found the bending section glue peeling off from the top and lower section of the scope. There was a dent noted in the middle section of the insertion tube. The scope passed the leak test. Based on the investigation there was no evidence of any foreign material or substance inside the instrument channel. The cause to the overlapping on the bending section cover is due to mishandling. The instruction manual provides users several warnings to prevent equipment damage. ¿do not twist or bend the bending section with your hands. Equipment damage may result. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged.¿

Manufacturer narrative:
This supplemental report is being submitted to provide the original equipment manufacturers (OEM) investigation results. The OEM reviewed the investigation of this complaint. The OEM reported that the root cause of the reported event could not be determined as there was no evidence of any foreign material or substance inside the instrument channel. The source of the bacteria is unknown. The OEM performed a review of the DHR and found no anomalies were noted during the manufacturing of this device and serial number. The OEM also, recommend that the customer reference the device IFU in an effort to mitigate the reported event. The IFU states the following: with respect to the design change of the channel system, the OEM has taken measures implemented against loosening of the instrument channel port (strengthening tightness of the instrument channel port). If a non-compatible treatment tool out of the combination warranty is attached, the instrument channel port may loosen, so the word ¿3.2 inspection of the endoscope¿ in the manual added the word to confirm tightness of the instrument channel port. " chapter 6 of the IFU, "application of cleaning, disinfection, and sterilization, and storage", chapter 7, "cleaning, disinfection, and sterilization procedures", chapter 9, "storage and disposal" for sterilization methods and storage methods.

Manufacturer narrative:
The scope was returned to olympus (B)(4) and will be shipped to the (B)(6) center in (B)(6). The scope is currently pending evaluation. Olympus will continue to investigate this complaint to obtain more detailed information regarding the reported complaint. If additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
Olympus was informed that two patients developed infections after undergoing diagnostic endobronchial ultrasound bronchoscopy (ebus) procedures in (B)(6) 2018. One of the two patients (patient2) reportedly expired. The user facility¿s ambulatory care manager reported that the patient¿s death is under investigation and that cross contamination has not been ruled out as a possible contributing factor. Additionally, the user facility reported that a non-olympus automated endoscopic resprocessor steris 1 is utilized to high level disinfect the subject scope. This is 1 of 2 report.